Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.